Event description:
The customer obtained false positive total b-hcg results of 85 miu/ml and 75miu/ml on two serum samples from one patient. Both samples were repeat tested using the vitros total b-hcg assay and identical results were obtained. One of the initial samples was tested on an alternate method, and a result of <5miu/ml was obtained. Additional investigational tesing of the same samples, at the customer's site and another laboratory, concluded that the samples contained heterophilic antibodies. Persistent false positve total b-hcg results may result in the initiation of treatment. There was no treatment initiated or altered, and there was no report of patient harm as a result of this event.